Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
A literature article used the national impatient sample database with data from 2016 to 2019. It was reported that the patients who received orbital atherectomy for coronary treatment had a higher rate of death, vascular complications, coronary dissection, and major bleeding. K. Vedantam, c.a. Torres, b.j. Martinsen, et al., percutaneous coronary intervention and discretionary atherectomy in patients with aortic stenosis: 2016-2019 national inpatient sample, cardiovascular revascularization medicine (2023), https://doi.org/10.1016/j.carrev.2023.03.008